Event description:
Rptr writes, "were clear when put in, nov 1984. When removed june of 96, they were dark inside as if blood - the dr said it was. Parts of the implants were left inside of me. The dr couldn't get them out. I have my explanted implants." Still have pain, swelling, and now bumps under arm and in middle of right arm: still taking shots in back and on pain medications. Operative report states: this pt is a 45-yr-old female with a history of bilateral implants after subcutaneous mastectomies in 1984. She has had increase in distortion and pain over one year and wishes to have the implants removed. I have discussed multiple reconstructive options with this pt in detail and at this time she currently wishes to have explant only. An incision was performed on the right breast laterally through the old mastectomy incision. Dissection was carried down through skin and subcutaneous tissue to the implant. The implant and implants gaps were dissected free superior, medially and laterally and when the limits of dissection were reached the capsule was opened and the implant was removed. The implant was noted to be intact but was noted to be a mcghan 320 cc implant. The anterior capsule was then removed and the posterior capsule and the chest wall were left intact as a there was no rupture and attempting to get this capsule off resulted in some bleeding. Therefore this was abandoned. Attention was directed to the contralateral side were a similar incision was made and dissection once again carried down through skin and subcutaneous tissue to the implant capsule. Dissection again proceeded superiorly medial and laterally and the implant capsule was opened and intact implant removed. This was also a mcghan 320 cc implant. The anterior capsule was then removed. The wounds were thoroughly and copiously irrigated and a jackson-pratt drain placed through a separate stab incision and the wound closed in layers. The deep tissue was closed using interrupted 4-0 vicryl. Deep dermis was closed using 4-0 vicryl and the skin was closed using a running 6-0 nylon. The pt tolerated the procedure well and was extubated in the or and was taken to the recovery room in stable condition.